Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this right atrial lead was placed into the rv port due to "auto lead detect feature". This resolved an issue, but that issue was not reported.